Event description:
Set pump to deliver 0.76mg of ketoralac over 10 minutes. Approx half-way through dose delivery rn was called into room for pump beeping, message read motor function error (or similar). When pump restarted at same settings it immediately alarmed "motor not running."